Event description:
Just few minutes after the treatment started, the patient complained of feeling bad. His condition deteriorated quickly and within five minutes after he showed symptoms of oedema with swelling of face and tongue. Medical intervention with injection of adrenalin and corticoids didn't succeed and the patient died.

Manufacturer narrative:
The clinical investigation process is still ongoing. To date, we have no information that reasonable indicates that the dialyzer has caused or contributed to the event. Gambro does not regard the submission of this report as an admission of liability.